Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in an unspecified coronary artery. The physician attempted to advance a 3.5x38mm promus element stent through a haemostatic valve outside the patient when resistance was noted and the physician could not pass the device through the valve. When the device was examined, stent damage was noted. The procedure was completed with another stent. No patient complications were reported. Patient status is listed as fine. This device is only ous approved, but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in an unspecified coronary artery. The physician attempted to advance a 3.5x38mm promus element stent through a haemostatic valve outside the patient when resistance was noted and the physician could not pass the device through the valve. When the device was examined, stent damage was noted. The procedure was completed with another stent. No patient complications were reported. Patient status is listed as fine. This device is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. The stent struts were stretched from the fourth row from the proximal end and over the tip of the device. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).